Event description:
It was reported that when trying to remove the drainage catheter the string allegedly separated from the catheter. The physician was able to retrieve all the string. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was discarded by the user facility, therefore, no original sample evaluation could be performed. A lot sample was evaluated. There were no anomalies found on the device and it performed as intended. This investigation is inconclusive. Root cause is unknown. The current IFU (instructions for use) states: unlock the tip-locking mechanism by pushing the rubber seal distally until the seal snaps into place. Unwind, untie or cut the suture knot and pull the catheter out gently.